Manufacturer narrative:
H.6 investigation summary: bd received samples for investigation. The samples were evaluated and the indicated failure mode for underfill with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is reviewing specific areas in the manufacturing process relating to this issue. The investigation is still on-going, and improvements will be made as the potential causes are identified. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. H3 other text : see h.10

Event description:
It was reported that bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg had underfill. This occurred on (B)(4) occasions during use. The following information was provided by the initial reporter: material no. 367587 batch no. 9158876 it was reported that the tubes are only filling half way. The customer stated that they had five tubes of the same lot number only filling half way. Date of event: (B)(6)2019 (B)(4) tubes involved (B)(6) rcvd an email from the customer providing the following information: what is the frequency or occurrence rate ((B)(4) day, % of tubes affected, patients involved, how many test per day etc.)? Occurred 3 time in one day. What is the labeled draw volume (2ml, 3mletc)? 2.0ml. What was the level of tube fill? No fill (fill volume is near zero). How was the tube rejected (i.e.: at the collection, by the lab, by automated fill levelsensing, etc.)? By lab. What was the tube¿s expiration date? (B)(6)2020 . How was the tube drawn? Wingset. Was a discard tube used? Yes. Was a successful draw achieved with the same lot? No. Is this happening with one particular: department, unit, and shift, time of day or person? Happened to 3 different phlebs. What was method of draw? Straight needle. Wingset. Are you using a bd device to transfer the blood to a tube? Btd. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection). - how many locations affected (impatient, outpatients, etc.)? ¿ just the bellingham lab that we know of.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg had underfill. This occurred on 5 occasions during use. The following information was provided by the initial reporter: material no. 367587 batch no. 9158876. It was reported that the tubes are only filling half way. The customer stated that they had five tubes of the same lot number only filling half way. Date of event: (B)(6) 2019. 5 tubes involved. (B)(6): rcvd an email from the customer providing the following information: what is the frequency or occurrence rate (1 day, % of tubes affected, patients involved, how many test per day etc.)? This occurred 3 time in one day. What is the labeled draw volume (2ml, 3mletc)? 2.0ml. What was the level of tube fill? No fill (fill volume is near zero). How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? By lab. What was the tube¿s expiration date? 2020-10-31. How was the tube drawn? Wingset. Was a discard tube used? Yes. Was a successful draw achieved with the same lot? No. Is this happening with one particular: department, unit, and shift, time of day or person? Happened to 3 different phlebs. What was method of draw? Straight needle. Wingset. Are you using a bd device to transfer the blood to a tube? Btd. If using a wingset were the fitting tight/secure? (Connection between threading luer adaptor to holder and male to female connection). How many locations affected (impatient, outpatients, etc.)? Just the (B)(4) lab that we know of.